Event description:
It is reported that the screws were missing. Screws from same size of an other implant (package) were used.

Manufacturer narrative:
Eval summary: the assembly/traceability records indicate that the correct number of screws ((B)(4)) were issued with this lot. There are two possible root causes for this issue: process specs were not followed. The person boxing and labeling the kit and the device failed to count their kits and products before and after their process. The screws were accidently thrown away when the device was opened. However, a definitive root cause cannot be determined at this time with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.